Event description:
It was reported that during the surgical procedure the customer experienced a "2008" system error. No patient harm was reported. The procedure was aborted and rescheduled for later in december.